Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a grip pin missing. Root cause is attributed to manufacturing. Additional findings not related to customer reported complaint: the instrument was found to have a cracked input disk shaft. Root cause is attributed to the mishandling/misuse. A review of the device logs for the prograsp forceps instrument (part# 471093-11 / lot# k10220224-0645) associated with this event has been performed. Per this review of the logs, the instrument was last used on 15-aug-2022 via system sk5351 for a simple prostatectomy procedure. There were 6 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted for review. This complaint is considered a reportable event due to the following conclusion: it was reported that a pin was hanging out from the prograsp forceps instrument. Failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a pin came out of a prograsp forceps instrument. It did not fall into the patient. They placed the pin in a bag and have it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the manager of surgical services, the pin from the prograsp forceps was hanging out of the instrument and it did not completely come out of the instrument. No fragment fell into the patient. The prograsp forceps was in use for 30 minutes prior to the issue occurring, and the instrument had been inspected prior to use with no noticeable damage. The surgical task that was being performed at the time of the reported event was grasping. The surgeon did not notice any any functionality issues with the instrument, but the surgeon just saw the pin was hanging out. Prior to the breakage the instrument was not removed and there was no instrument collision. There was no resistance upon removal of the instrument through the cannula. Upon final removal, the wrist was straightened, no damage noted to the cannula after the event, and no other damage noted to the instrument. The procedure was completed robotically with no patient injury or harm.